Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('increasingly severe pain / abdominal pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), alopecia ("excessive hair loss") and tooth disorder ("dental problems"). At the time of the report, the abdominal pain, medical device discomfort, menorrhagia, back pain, abdominal distension, alopecia and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, medical device discomfort, menorrhagia and tooth disorder to be related to essure. The reporter commented: insertion details - right-3 - 4 coils. Left-1-2 coils visualized inside the uterine cavity. Most recent follow-up information incorporated above includes: on 13-apr-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Medical records received- new reporter, insertion details were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.